Event description:
Both implants where inserted with good purchase, when he went to tighten the knot w/o a knot pusher on (he uses a probe) that is old and is s&n, both sutures broke near the knot before the knot was tightened. Sutures broke before they were fully reduced and tightened. Checked the probe and it did not have a spur or sharp edge. Surgeon used a shaver and a biter to remove the lose suture and knot. Also implants are in the capsule.

Manufacturer narrative:
(B)(4).